Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced unconsciousness, chest pain, and a possible heart attack as indicated by ems cardiac monitoring. The patient stated that they attempted to lift a heavy object, experienced chest pain, and subsequently laid down with the controller for the spinal cord stimulator in hand. The patient was later found unconscious by their spouse, who called emergency services. Upon arrival, ems personnel noted significant differences in cardiac monitoring when the spinal cord stimulator was on versus off. The stimulator intensity was observed to have unintentionally increased from 5 to 13, which the patient believed occurred accidentally while holding the controller. The spouse adjusted the stimulator intensity back to 5, after which the patient reported feeling normal again. The patient planned to follow up with a cardiologist for further evaluation.the issue was resolved, and the patient reported feeling normal the following day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient stated that he experienced the symptoms on (B)(6) 2024. Physician has been updated.